Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "it would not close". The instrument was found to have the grip tips unable to fully close. Additional observation not reported by the site that was related to the primary failure: the instrument was found to have self-test homing failures based on log review and during in-house testing. The root cause was not determinable/applicable. Further observation not reported by the site that was not related to the customer reported complaint: after opening the housing, the instrument was found to have a dislodged washer where the knife cable was installed at the proximal end. The root cause of this failure was attributed to a component failure. This instrument was transferred to engineering for further investigation: engineering confirmed the above findings. A grip tube retaining ring was found to be dislodged and was recovered inside the housing. The dislodged retaining ring resulted in the non-intuitive motion of the instrument jaws and homing failures. Additionally, the grip tube washer was found slightly dislodged from an unintended location. The instrument failed homing 17 minutes after the start of use, after which the instrument was no longer used. There was no indication of a potential sealing issue found in the logs or given by the customer. This failure was a workmanship issue. A secondary finding by engineering was excess krytox in the backend of the instrument. Excess krytox grease poses no risk to instrument function or patient safety. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Per log review, the instrument was last used on (B)(6) 2021 on system sk2776 during a sigmoid colectomy surgical procedure. The vessel sealer extend has 0 uses remaining after last use. The instrument is intended for a single-use. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the jaws of the vessel sealer extend instrument would not fully close. Failure analysis found a grip tube retaining ring to be dislodged, and was recovered inside the housing. The dislodged retaining ring results in the non-intuitive motion of the instrument jaws and homing failures that were identified. There was no report of any patient harm, adverse outcome, or injury. However, failure of the jaws fully close can lead to insufficient sealing and could cause or contribute to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that the vessel sealer extend would not close and that they were not able to thoroughly clean the item. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during a sigmoid colectomy surgical procedure. The vessel sealer extend would not close. There was no allegation of anything falling in the patient. The procedure was completed as planned and there was no report of patient injury.